Event description:
A customer contacted beckman coulter inc. (Bec) to report reagent probe leak. The customer wore a ppe at the time of the event. No results have been affected by this event. No injury or exposure to fluid was reported.

Manufacturer narrative:
On (B)(6) 2011, a bec field service engineer replaced the t-valve. (B)(4).